Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was transferred from an outside hospital on impella cp support post high-risk percutaneous coronary intervention and escalated to an impella 5.5 device which was successfully completed. The patient was transported back to the unit, and while on support, the nurse noticed purge fluid leaking from purged side arm, which was determined to be from the connection. The purge cassette was changed and it was observed the luer connector was cracked and leaking. Plumbers tape around the luer connector was used and tightened with new line. The impella cp line was used so that the next purge cassette change would be from the cp line connection to the cassette to avoid further manipulation at the fracture site. It was reported there was no change in purge pressure or flow, pump remained operational, the patient was unaffected and stable following the event.

Manufacturer narrative:
The investigation for the product damage has been completed. Data logs were reviewed and when looking over the whole case there are no clear issues with the purge. There were 7 triggers of the purge pressure low alarms and 1 air in purge alarm, but all of these events align with purge cassette/bag changes. Additionally, none of them triggered on the reported date of the issue. When looking at the reported date of the issue, the only event that potentially could have been interpreted as abnormal by the user was a drop in purge pressure from 500 mmhg to 400 mmhg. However, no alarms trigger, and the purge pressure remains stable and within specification from that point forward. This does align with the comment in the clinical narrative that there were no changes to purge pressures or flows. Returned product was investigated and the sidearm luer was confirmed to have been wrapped in plumbing tape. All the tape on the pump was removed and cracks in the yellow luer were observed. The pump was then connected to a console and left to run for 3 hours and there were no leaks noted. When reviewing the data logs of the run in the lab no alarms triggered and purge pressures and flows were within specification. Based on data logs and returned product, the root cause of the reported purge leak was determined to most likely be a damaged yellow luer due to improper technique applying an excessive side load to the luer. The instructions for use for the impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock states the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿